Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in nozzle, the adhesive around objective lens, the adhesive around light guide lens, the plastic distal end cover, and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. For the suggested events of nozzle had foreign material, light guide lens glue had foreign material and bending section cover had foreign material: no physical damage was found at the locations where foreign material remained. For the suggested event of plastic distal end cover had foreign material: physical damage was found at the location where foreign material remained. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual: "chapter 3 preparation and inspection." Instructions for use states the preventive measures in gif/cf/pcf-190 series reprocessing manual: "chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.